Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He met resistance on deployment, but continued to pull on the handle anyway. The needles would not present. Backdown was not successful. The pt was sent for surgical removal of the device. Surgery was successful and the pt was doing fine. The cardiologist noted that the pt had a highly calcified common femoral artery (cfa) prior to the procedure, which was confirmed by the vascular surgeon following removal of the device. It also was noted after the procedure that the hub of the device was not in the locked position. The device was discarded by the user and was not available for evaluation. However, the instructions for use (IFU) clearly state that the safety and effectiveness of the techstar xl pvs device has not been established in pt's with fluoroscopically visible cfa calcium. Both the difficulty in deployment and the failure to backdown likely were related to the calcified tissue in the femoral artery. Calcified tissue can block the path of the needle from returning to its original position. Had the user heeded the precaution regarding calcium in the cfa, the device would not have been used in this pt. The IFU also states that the user should confirm that the interlocks are re-engaged and correcly aligned with the locking indents in the hub prior to attempting needle deployment. Rotation of the hub during deployment can result in misalignment of the needle tracks from the guide core into the barrel. This can result in unsuccessful deployment and unsuccessful backdown. Lastly, the instructions for use clearly instruct the user to terminate deployment and backdown the needles when significant resistance is met on attempting deployment. Failure to terminate deployment and to back down at the point of noting resistance can defeat a successful backdown. When backdown is successful, the device can be removed without requiring surgical intervention. Therefore, the root cause of the malfunction likely was the pt's vessel morphology, the cardiologist's selection of a pt with a calcified artery, and the cardiologist's failure to lock th hub. In both respects, the user failed to follow the IFU.